Manufacturer narrative:
This report is submitted on january 16, 2019.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and a performance decrement with device use, and subsequently was treated with oral antibiotics. The issue could not be resolved, the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on january 31, 2019. - attachment: [133673 - device analysis report reg.pdf].